Event description:
Product type: colectomy. According to the reporter: the trocar has plastic pieces falling out the tip that appear to be shredding off the product itself. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).